Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy burn-like irritation under the lifevest. The patient's physician recommended that the patient remove the lifevest. Follow-up indicated that the irritation had healed, but the area was still scarred. The patient was then given larger garments and began using lotion and reported that his skin looked a lot better.